Event description:
It was reported that the device had lifted right iui pin. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had lifted right iui pin. There was no patient involvement.

Manufacturer narrative:
The information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.

Event description:
It was reported that the device had lifted right iui pin. There was no patient involvement.